Event description:
Additional information received reported the adverse event was a lumbar incision seroma. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak of mild severity. On (B)(6), examination and palpation found a seroma in the lumbar spine area, a headache, and decreased pain control. Two days later, the wound seroma was aspirated and a normal pump check was performed. Six days after that, an ultrasound of the lumbar area was performed and found no signs of a csf leak. It was indicated that the event had resolved without sequela as of that date. The etiology of the event was noted as the lumbar site and was reportedly related to the implant procedure and the device or therapy. In addition, the event resulted in in-patient or prolonged hospitalization. Seventeen days later, it was reported that the pump contained infumorph at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).